Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6), 2021. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).